Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported error alarm led failed. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power switch overlay. The customer replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.